Event description:
The patient reported that the backlight on his infusion device stopped working and the device screen is missing segments. The patient also stated that his blood glucose decreased between 37-62 mg/dl. The patient's normal blood glucose range is from 98-155 mg/dl. The patient stated that he would eat to counteract his low blood glucose. He reported having symptoms of cold sweats, the shivers and headaches with his low blood glucose. The patient also stated that he has an infection that started about the same time he was having troubles controlling his blood glucose level. He is not sure if his infusion device or the antibiotics he is taking could be contributing to him having difficulties controlling his blood glucose level. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.